Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with no suture or implants returned. A functional evaluation finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H11: h2: correction on b1, g2 and h6 (health effect - clinical code and health effect - impact code).

Event description:
It was reported that during a meniscus repair surgery, the t1 of the fast-fix 360 was successfully deployed, after that, t2 could not hang on the meniscus, therefore the doctor fastened the t2 inside the meniscus by knot pusher, then it fastened the thread off with a knot. T1 and t2 remained adjusted in the meniscus. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4). .